Manufacturer narrative:
Explanted: (B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was uncomfortable at her ipg site and it was the patient's decision to remove the entire system. No device malfunction was suspected. No further information could be obtained.

Event description:
A report was received that the patient had pain and shocking sensation at the pocket site whether the stimulation was on or off. The patient underwent an explant procedure.

Event description:
A report was received that the patient had pain and shocking sensation at the pocket site whether the stimulation was on or off. The patient underwent an explant procedure.